Event description:
It was reported that upon examining the lead, he noticed that part of the inside coils of the lead were outside the body of the lead. Rv pacing lead impedance, sensing, and capture were all great on the lead. Physician plans to perform a dft test and then continue to monitor.

Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.